Event description:
Patient called in due to a recall letter they received from (B)(6). The device is the g7 sensors for its glucose monitor. According to the recall letter, two lot numbers (1725204004 & 1725069002) were intended for destruction but were stolen & sold by a third party. Devices run the risk of exposing patients to skin infections/irritation because of the lack of proper sterilization. Patient has had no adverse events with her device. Patient didn't know her lot number for her device but will check online once she is able to locate it. Patient has not experienced any adverse signs or symptoms related to the device. (B)(6).